Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd therapy. The reporter indicated seeing an air bubble in the lines after attaching the physioneal to the cassette, but nothing unusual was noted during troubleshooting for the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.